Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pishjoo, m., khatibi, k., etemadrezaie, h., zabihyan, s., ganjeifar, b., safdari, m., <(>&<)> baharvahdat, h. (2021). Determinants of accuracy of freehand external ventricular drain placement by neurosurgical trainees. Acta neurochirurgica, 163(4), 1113¿1119. Http s://doi.org/10.1007/s00701-020-04671-5. Medtronic received a literature article whose purpose was to determine accuracy of freehand external ventricular drain placement by neurosurgical trainees. In this study one hundred patients with mean age of 52.55 years old were included, and a total of 51 men. The catheter tip was in the optimal location in 80% of the cases. Trauma occurred in 6 patients, subarachnoid hemorrhage in 42 patients, intraventricular hemorrhage in 9 patients, brain mass in 5 patients, combination ich and ivh in 21 patients, infection in 4 patients.